Manufacturer narrative:
The alleged complaint unit will not be returned for eval. It is not possible to verify an assignable cause without evaluating the complaint unit. Insufficient info for a complete investigation. Per the customer, the sales rep instructed them to dispose of the handpiece. Customer support informed the customer of lso and that the unit does need to come back to for eval. The DHR for lot 17013-09 was reviewed. The units met mfg specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Hand piece would not irrigate, so it was switched out.